Manufacturer narrative:
As reported, the patient being treated for a hernia recurrence was implanted with a ventralight st mesh layered on top of a compromised previously implanted non-bard/davol mesh and experienced another hernia recurrence which resulted in the explant of both meshes. Based on the information provided and the with the bard mesh being implanted on top of the previously implanted non-bard mesh, no conclusion can be made. Requests for additional information have been made to the event reporter; however, no additional information has been provided. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use supplied with the device as a possible complication. Review of manufacturing records did not identify any anomalies or indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july, 2016.

Event description:
As reported while a nurse consultant was reviewing hernia mesh repair case and noticed where hernia mesh is being used as ¿buttress¿ (double layer) repair after recurrence of hernia. In her case review, the first repair took place in (B)(6) 2014 with non-bard (atrium) mesh where a "hole in the mesh" contributed to recurrence of hernia. As reported the nurse consultant felt the hole was user error and possibly from a trocar, but the md did not remove the mesh during that repair on (B)(6) 2017. For this second repair in (B)(6) 2017, md used a bard/davol ventralight st mesh with echo ps, they proceeded to place the bard mesh on top of the (B)(6) 2014 implanted non-bard mesh instead of removing the original non-bard mesh and replacing with the bard mesh product. The reporter went on to note this case required another repair as hernia recurrence took place on (B)(6) 2018 at which time both the non-bard and bard meshes were explanted. The hernia was then noted to later be repaired in (B)(6) 2019 and again in (B)(6) 2020 with non-bard meshes.